Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose and dka. The blood glucose reading was 390 mg/dl at the time of hospitalization. Caller stated that the customer's insulin pump was not working properly it was alarming motor error and no delivery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The device communicated properly with the glucometer with no radio frequency communication anomaly. No motor error alarm noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.